Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly which resulted in the pump shutting down. The customer's blood glucose was between 167-280 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.